Manufacturer narrative:
Consumer allegedly expired on (B)(6) 2009 from a laceration causing septic shock. Consumer was unloading the cart from his vehicle and became entangled in the tubing. Consumer's leg was cut on a hook, which holds the tubing. Manufacturer of oxygen cart is unk. Age and maintenance history of product are unk. Product has not been returned for an eval so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on death.

Event description:
The consumer was pulling the oxygen cart out of this vehicle and allegedly got tangled in the tubing and fell over. The consumers leg allegedly came into contact with a sharp metal l-shaped hook that is attached to hold the tubing. The hook allegedly gouged his leg, causing a significant cut. The consumer allegedly developed septic shock from the cut and died on (B)(6) 2009.